Event description:
Physical resistance to jacket retraction. Contralateral wire caught on hooks upon jacket retraction. Resolved with guiding catheter. Stents deployed bilaterally to improve limb flow. Left common iliac artery stented for type I endoleak. Leak not resolved.